Event description:
It was reported that there was csf fluid leaking from the bottom of the reservoir of the model 46129 becker drainage system. In one case, the tube had disconnected, and in the other there was a crack in the seal. On (B)(6) 2010, it was reported that one patient had extended hospital time. The patient was taken back to theatre and a new shunt and drainage system was fitted. The product was replaced, and discarded at the hospital. The patient did not appear to suffer any ill effects from the leakage problem.

Manufacturer narrative:
(B)(4). The product was discarded at the hospital and unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.